Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac) and the system was tested and verified as ready for use. Isi received the rac involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed. The tech was able to replicate the reported problem by installing the rac into the test system. The rac was found to have an error 25580. The hardware health monitor found the measured value out of range and the fan did not spin. The rac was found to be contaminated. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for support. Investigation revealed error 25580 pointing to the rac. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to procedure being converted/aborted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had repeated recoverable 25580 faults. The customer performed a hard power cycle on the surgeon side cart (ssc) and the error persisted. The customer performed one more additional power cycle and the fault would not clear. The customer tried another power outlet and the issue continued. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.